Event description:
Devices returned to manufacturer for analysis with report of pt experiencing symptoms of withdrawal requiring an ICU stay. Pt experienced return of spasticity and seizures which were new symptoms for this pt. Roller study and dye study were conducted. On dye study catheter appeared to be kinked. Surgical exploration revealed a tear in the catheter at the lumbar spine. Catheter and pump replaced. Pump was electively replaced and had shown no malfunction. Pt developed meningitis and new devices were explanted. Pt had satisfactory post explant recovery.